Event description:
Healthcare professional reports results higher than reference with the protime microcoagulation system. Prior to an unspecified procedure, pt's inr result with protime was 2.2 inr. The target inr to initiate the procedure was 1.6 inr. Pt test with a laboratory reference generated 1.4 inr. It is unk if pt underwent procedure as scheduled. No adverse event(s) reported. Subsequent troubleshooting performed on the protime instrument correlated well with a reference instrument. Customer does not believe there is a system malfunction.

Manufacturer narrative:
This MDR submitted (B)(4) 2012 references itc (B)(4). Cuvette lot# g2pwc060. Method: no ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specification. Itc has requested all data required for form 3500a.